Event description:
(B)(4). Injury alleged. Malfunction alleged. Dealer stated it is the front left wheel and wife did go to the emergency room due to this. He said the husband moved end user while she was sitting on the rollator. Husband stated he moved her about 10 ft, felt the wheel wobble and the wheel broke right off. She fell over sideways and hit a wall. Provider stated that this is the second story he has heard from patients husband. MDR filed.